Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump assembly is defective. No patient injury reported.

Manufacturer narrative:
No information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the lens was scratched. Functional testing duplicated the issue. The investigation determined that the downstream occlusion sensor not functioning as intended was the cause of the reported issue. The downstream occlusion sensor was replaced to correct the issue. A review of service history found that the complaint was not related to a previous service in the review period., corrected data: h6: health effects.